Event description:
It was reported the customer questioned whether alarms were sounding appropriately at the central station on the medical oncology unit as a patient death occurred. The customer requested assistance in pulling audit logs. No other clinical information or medical intervention was reported and good faith efforts are ongoing. The device was in use on a patient. There was a report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The following functional tests were performed: a field service engineer went onsite and pulled various logs for the time in question. A reboot of the server was performed and the sound was working again. For further evaluation, the logs were forwarded to product support engineering (pse). During the review, the following entry was found: 10/4/2024 00:48:45.192 edmedoncsurv2 application appmgr::runquickreview: bed: 430 alert: ***xbrady 37<40. Although a brady alarm was generated, it cannot be determined if the alarm was visual and audible or only visual based on the log entry. The gathered audit data was checked as well, but no entry indicating a change of the alarm volume could be found within the file and timeframe. Based on the information available, the exact cause of the reported problem is unknown. A reboot was performed. However, based on the information available the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported the customer questioned whether alarms were sounding appropriately at the central station on the medical oncology unit as a patient death occurred. The customer requested assistance in pulling audit logs. No other clinical information or medical intervention was provided. The device was in use on a patient. There was a report of patient or user harm.